Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient stated he felt weak then received a shock. Device interrogation revealed patient was in svt when therapy was delivered. Device was reprogrammed and remains implanted.

Event description:
New information received notes that the patient received inappropriate atp and hv therapy for supraventricular tachycardia. Programming changes were recommended and will be made during the next scheduled follow-up.